Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve, at a routine follow up, the echocardiogram showed the valve had migrated into a low position as a result the valve was noted to have moderate/severe paravalvular leak (pvl). The physician determined that a surgical valve was appropriate treatment. A pericardial surgical valve was implanted successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) in transcatheter aortic valves (tav) can be due to variety of factors, including suboptimal valve positioning, patient anatomy, valve system malfunction, and/or suboptimal match between pav size and patient's annulus. In this case, an unsuccessful initial implant of a transcatheter valve required valve in valve intervention. The migration of the valve led to pvl which warranted the explant of both valves and replacement with a surgical aortic valve.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, a green multifilament suture remained attached to the struts on the inflow. All leaflets were stiff but slightly flexible except where host tissue extended on the inflow and outflow. All leaflets were intact. All commissures were intact. Pannus lined the struts on the inflow, extending to the inflow skirt. Pannus on the outflow partially lined the outflow margin of attachment of all cusps, to all commissural areas, covering the tops and extending slightly onto the free margin of all cusps. Remnants of pannus remained attached to the frame on the outflow and along the outside of the skirt. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed no evidence of stent fractures. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned for analysis or additional information is received a supplemental report will be submitted. (B)(4).